Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the narrow portion of the dilator with the attached suture and needle detached inside the patient when the physician was trying to pull it through the tissue. The physician retrieved the detached piece with "pick-ups". The procedure was completed with another pinnacle anterior/apical pfr kit, with no further complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.